Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and since the malfunction did not recur, informed the caller they could continue using the pump. The caller was instructed to call back if the malfunction code recurred and confirmed their understanding.